Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold and was found to have a conductor fracture through fluoroscopy. This was discovered during generator change. The lead was turned off at an unknown time prior to generator change. The lead was then surgically abandoned. No additional adverse patient effects were reported.